Manufacturer narrative:
No used products were returned for investigation. Unused products were investigated and no fault has been found.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that an eddy irrigation tip broke; no injury occurred.